Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient had increased spasticity. Upon interrogating the pump logs, it showed that the pump had been empty for "a few months." The event date and patient information were unknown at the time of report.